Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump has no sound during testing. No patient involved.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿the enteral feeding pump's buttons won't work and the unit has no sound during testing¿. The unit was triaged and the customer¿s reported condition was confirmed. The unit was disassembled and it was noticed that the audio circuit components were broken, causing the unit to not have audio. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.